Manufacturer narrative:
The user facility conducted internal testing of the device with a physician present, running the device for 20 minutes without a test lung. The device operated as expected. The device was then connected to a test lung and the device continued to operate as expected. The device has not been received by the manufacturer for evaluation. Should the device become available for evaluation, a supplemental report will be submitted. (B)(4).

Event description:
A report received from (B)(6) with info stating that when the clinician suctioned a patient that was connected to an achieva ventilator, the device stopped cycling. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.